Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Actual complaint sample can't be returned, manufacturing and batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent uterine prolapse procedure on (B)(6) 2019 and suture was used. The suture broke when sewing the wound during the procedure. Immediately changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.